Manufacturer narrative:
Insulin pump passed the displacement test, sleep current test and active current test. Successfully downloaded history files and traces using thus. The power management graph confirmed the battery lasts less than expected due to corroded battery tube and moisture damage on the harness assembly vibrator. Pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratch case, cracked case on battery tube side, corroded battery tube and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water. Customer stated that fluid get entered in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.